Manufacturer narrative:
E: phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within proper range. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the device failed volumetric test, only delivering 18.7ml. There was no patient involvement, and no patient harm/adverse event reported.